Event description:
In 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient underwent cardiac surgery in 2007, and was administered heparin and began to have symptoms consistent with the hypersensitivity type adverse reactions from contaminated heparin. The patient sustained a massive heart attack, hypotension, comatose state, and brain death resulting in death nine days later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.